Manufacturer narrative:
A boston scientific sales representative stated they were unable to determine the specifics of the red alert and a successful remote interrogation was subsequently performed verifying normal function. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system. No adverse patient effects were reported.